Event description:
It was reported that an asymptomatic patient presented remotely. A remote transmission showed that their implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made. The patient had no adverse consequences due to the event.